Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that "about a month and a half ago" but then confirmed in (B)(6) 2023. They were walking and they experienced a shooting pain in their right buttock that went down and their primary physician thought it could be a pinched nerve but because it was in the same area where the "lead and equipment" were, the patient was concerned it was coming from the device/therapy and they were wondering if something had shifted. The patient stated they went 9 times to a chiropractor to see if that would help resolve the pain but the pain did not resolve. The patient's primary physician ordered an x-ray on (B)(6) and they could see the patient had an ins but they were not able to determine if the placement of the device was correct because they didn't work with the therapy. The patient was sent to a physical therapist and they've had one session thus far, though at this time, the patient wasn't experiencing the pain. The patient stated it was the physical therapist who suggested something could have shifted. The patient called their managing health care provider (hcp) and the hcp suggested it could also be their settings and advised the patient to call the manufacturer about the issue. The patient wasn't sure if the hcp had seen the x-ray. The patient denied having had any traumas or falls that would have led to the event and they confirmed they were getting good therapy relief at this time. Suggested the patient could try to turn the therapy off for a time to see if that helped with the pain but advised if the issue was not resolved their hcp would need to take a look at the patient's system. The patient stated they were going to try turning the therapy off for a time to see if that helped (though as previously mentioned, the patient was currently not experiencing the pain). The patient stated they had their 2nd physical therapy appointment on thursday (B)(6) 2023. If the pain did not resolve they'd reach out to their hcp. Additional information was received from a healthcare professional (hcp) on (B)(6) 2023. The hcp reported that it is unknown if the ins or lead shifted. To resolve the issue, the hcp had the patient call manufacturer to change the program. It is unknown if the issue has been resolved.

Manufacturer narrative:
Date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.